Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, drug or alcohol abuse, smoker, biomechanical overload, infection.